Event description:
A doctor contacted baxter (B)(4) regarding a titanium adaptor that separated from the patient connector of a transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for a connection issue with a titanium adaptor was not confirmed and no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.